Manufacturer narrative:
E1. Phone number continued: (B)(6). Clarification to d6a. Implant date: only year was reported. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, edema.

Event description:
Healthcare professional reported right side fluid and swollen breast. The device remains implanted.